Event description:
It was found during device evaluation that the camera cable was loose and adapter mount was corroded. There was no patient involvement.

Manufacturer narrative:
E3- non-health care professional; e2-no based on investigation, a root cause of the reported issue cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.